Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the materials reported in this case having issue that during turp the loop electrode snapped inside the patient. Surgeon was able to retrieve broken pieces and no harm resulted to patient as reported.

Manufacturer narrative:
As the broken surface of the broken active electrode shows a ductile appearance, the most likely root cause is the electrode got mechanically overloaded during application, as ductile breaks are typical for overload damages. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).